Event description:
New information received notes no programming changes or intervention was made. The plan was to keep monitoring the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to oversensing and inappropriate auto mode switches (ams) was observed on the atrial lead. Lead replacement was recommended. No symptoms were reported.

Event description:
New information notes the noise was too large to be programmed around. No intervention or determination had been made by the physician as to the course of treatment. Further assistance was requested and provided. The patient was to continue with follow up in clinic.there were no patient consequences.